Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as there was fluid noted flushing out from the marker port based on returned device analysis. It should be noted that the proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined. It is possible that incorrect flushing technique contributed to no saline coming out of the marker during flushing as reported. Additionally, it may be possible that that under insertion of the device contributed to the reported no blood flow coming from the marker lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). Per instructions for use under examination and selection of products: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of right common femoral artery was attempted using a proglide device via a 7f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, when attempting to flush the marker lumen with saline prior to use there was no saline solution noted to be coming out of the marker lumen. The device was inserted into the patient anatomy; however, there was no blood flow coming from the marker lumen when positioned in the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.